Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b h6.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: striated opening on anterior and crease flat. Base on the device analysis the final assessment is: striated opening assessed as surgical damage.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device remains implanted.